Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Error codes. There was no patient involvement. (B)(4). Case description: tech called in for help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech. Inform me they had just got the unit back from repair he also inform me the unit was not work on my bd they sent it to a third party company to repair unit, it was drop and damage very bad, once he got unit back he try to run a refuse on unit set a 600ml and he was unable to select that option he aloud him to select 60ml not 600ml, went through several steps with him still unable to set the unit at 600ml to run, I was able to walk him through transfer network config. Back onto the unit. Loaded with no issue. But still unable to set that infuse amount he wants I was able to set that infuse on my end but not sure what all they did on repair the unit explain to tech. He needs to get in contact with the third party see what was replace, also told tech to run the keypad test just to make sure everything is working correctly, and please call us back if he needs to. Tech thank me for my assist.